Manufacturer narrative:
(B)(4). The customer returned one individual clip from product 544250 hemolok xl clips 6/cart 84/box for investigation. The clip was visually examined with and without magnification. Visual examination of the clip confirmed that the clip is broken at the hinge. No pieces appear to be missing. No other defects or anomalies were observed. Reference files (B)(4) investigation photos). Functional inspection could not be performed based upon the condition of the sample received. However, an attempt to recreate the damage was made using lab inventory clips of the same type and size. The same defect at the same location could be caused by hyperextending the clip. For the xl hem-o-lok clips tested, three out of three that was hyperextended broke at the same location on the hinge. A corrective action is not required at this time as the sample received shows no evidence to suggest a manufacturing related cause. The location of the breakage is consistent with a clip that is hyperextended. Based upon the time of discovery and the damage observed, it is likely that the clip appliers used with this clip were not correctly spaced for the size of clip. Operational context caused or contributed to this event. Other remarks: the reported complaint of a broken clip was confirmed based upon the sample received. The customer returned one hem-o-lok xl clip that was confirmed to be broken at the hinge. No evidence of mis-molding could be found. An attempt to recreate the damage was made using lab inventory clips of the same type and size. The same defect at the same location could be recreated by hyperextending the clip. For the xl hem-o-lok clips tested, three out of three that was hyperextended broke at the same location on the hinge. A device history record review was performed on the clip lot number with no evidence to suggest a manufacturing related cause. The clip appliers used with the clip were not returned for investigation. However, it is likely that the clip returned was hyperextended during use based upon the type and location of the damage observed. Therefore, based upon the time of discovery and the damage observed , operational context caused or contributed to this event.

Event description:
Alleged event: the doctor found the clip was broken during the operation. The clip was loaded on the applier before ligating the vessel and the clip was broken. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot number 73g1500671 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the doctor found the clip was broken during the operation. The clip was loaded on the applier before ligating the vessel and the clip was broken. The patient's condition was reported as fine.